Manufacturer narrative:
One pump was received for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Functional testing to detect for delivery accuracy found the pump to be over-delivering confirming the customer's complaint. The rtc battery was then replaced. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy mdl, 6500 is over-delivering. No further information available. No patient injury resulted.